Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the asymptomatic patient presented in-clinic for follow-up, the device was found to be in backup vvi. A device download was successfully performed. The patient was stable.